Event description:
Facial flushing, tachycardia, face pressure, pounding heart upon administration of heparin during photopheresis; transient. Dose or amount: #1 and #2 10,000 usp units, frequency: #1 and #2: 1, route: #1 and #2: IV. Dates of use: #1 2008, #2 2008; diagnosis: #1 and #2 anticoagulation for extracorporeal photopheresis. Event abated after use stopped: #1 and #2 yes; event reappeared after reintroduction: #1 yes.